Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer's wife reported that customer had a low blood glucose value past midnight. Zegalogue (glucagon analog) and bread with peanut butter were used to treat the low. Paramedics were called and they gave him intravenous fluid (not intravenous insulin injection). Customer had another low at around 6am. Date and time on the pump were incorrect. They were changed from feb 11, 2025 22:19 to feb 12, 2025 10:23am. Wife later called back and said customer was having a high and that he would treat the high with the pump. Please see case-(B)(4) for documentation of the high. Customer declined further troubleshooting. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with possible over delivery of insulin pump as the customer getting correction bolus and basal even if customer was already low. The customer reported blood glucose value of 46 mg/dl. The customer was treated with emergency medical service with administration of intravenous insulin injection and carbs intake. The event involved product(s) mmt-1884l, mmt-7040a, mmt-386a, mmt-332a. Troubleshooting was performed and customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of reported low blood glucose event. No further patient complications were reported. It was unknown whether the customer will continue to use of the device or not. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for mmt-386a. No product return is required for mmt-332a.